Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, the les was stiff and resistance. There was no patient harm. Additional information has been requested.

Manufacturer narrative:
The device with the lens was returned loose in the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger has advanced the lens to mid-nozzle. The plunger has underrode the lens. The lens was slightly rotated, positioned on the plunger. The leading and trailing haptics was misfolded underneath the optic. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Topcoat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was indicated. A plunger underride was observed. The lens was at mid-nozzle. The plunger underride was most likely interpreted as the reported complaint. The root cause for the reported complaint may be related to a failure to follow the (instructions for use) IFU. An inadequate amount of viscoelastic was observed in the device. The IFU instructs: fully insert the ophthalmic viscosurgical device (ovd) cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Plunger underride may occur: ¿ due to rapid advancement faster than the IFU recommended rate. ¿ if inadequate viscoelastic is placed in the device, this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to underride the lens. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Topcoat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).